Event description:
A ventilator failure during operation was reported. No injury was reported.

Manufacturer narrative:
For the investigation the provided log file was analyzed. No technical failure was found. The described ventilator failure could be reconstructed. The root cause was a pressure difference between the inspiratory and expiratory pressure values during inspiration. The atlan reacted as specified and switched to man/spont configuration in accordance with its safety concept and indicated this to the user. The reason for this may be an excessive breathing tube resistance, for example due to soaked filters or kinked tubes. The occurrence of condensation in the pneumatic circuit is a procedural problem, not related to the workstation itself. Dräger finally conclude that the measured pressure difference was a temporary problem. A hardware error is unlikely as the pressure sensors are checked regularly during the system test and during operation. The on-site check also revealed no technical failures. There is no issue with the device which would require repair or correction. Appropriate risk mitigation measures are in place; some of them are under responsibility and control of the user. The device is back in operation, no further events were reported. Based on the investigation results, the case was re-assessed as non-reportable.

Manufacturer narrative:
The investigation was started. The results will be forwarded in a follow up report. H3 other text : on-going.

Event description:
A ventilator failure during operation was reported. No injury was reported.